Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-foreign matter. When preparing to puncture the patient, it was discovered that there were stains inside the indwelling needle, so the indwelling needle was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4284999): 1) the products of this batch were assembled at intima ii auto line 2 in oct 2024 and packaged at r240 package line in oct 2024. Work order quantity was (B)(6) 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. The state and specific location of the foreign matter cannot be identified. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the stains on the surface of the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.